Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported.  During the evaluation of the device by the field service engineer, the device failed a test step during testing. The device's system board, flow sensor and blower assembly were replaced to address the issue.